Event description:
Internal battery will not hold a charge. Before use on internal battery, the unit indicated 80 on the front panel when pushing the internal battery button while on battery power and the ht50 was powered by an inverter for about 1 1/2 to 2 hours during the drive to the hospital. The unit is said to have shut down without low battery alarm or battery empty alarm. It did alarm the shutdown alarm.